Manufacturer narrative:
The customer informed the remote service engineer (rse) of the device issue and requested part information for a replacement part. The rse provided the customer with the part information for the user interface (ui) assembly. Multiple good faith efforts (gfe) were attempted to obtain clarification of the device issue, confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was damage to the touchscreen, and it was unresponsive. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the device issue and requested part information for a replacement part. The rse provided the customer with the part information for the user interface (ui) assembly. This investigation is ongoing.